Event description:
The user facility reported 20yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a low purge flow / high purge pressure coinciding with a saturated pump flow occurred during patient support. Both the console and cassette were swapped during troubleshooting, however, the issue remained. The pump was subsequently swapped as a result of the ongoing failure. There was no patient harm reported.

Manufacturer narrative:
The investigation for the high purge pressure and flow saturation issues has been completed. The data log from the first console shows high purge pressure alarms within a couple of minutes of the start of the case. The data log from the second console which the pump was switched to shows immediate high purge pressure alarms. The pump was investigated and the first time it was purged the high purge pressure was not reproduced. The second time it was purged the high purge pressure reproduced after a slow rise in purge pressure over the course of several minutes. The third time it was purged the high purge pressure again did not reproduce. The pump was run in a bucket of water while purging with sterile water and there was saturated flow. The saturated flow reproduced each time the pump was purged and run. The red handle was opened and no abnormalities were observed. No kinks were observed anywhere on the pump. No biomaterial was observed in the purge gap. The cause of the high purge pressure was most likely biomaterial due to the saturated flow reproducing each time. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.